Event description:
Patient came in for 2 month post op visit. Pus was found, patient was in pain. Implants had to be removed. Tooth #'s 13 and 14. Symptoms as a result of the event: abscess.

Manufacturer narrative:
Zimvie complaint (B)(4). Multiple reports are being submitted for this event. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k101880. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. H3 other text : summary investigation.